Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unable to remove tampon - rectum [foreign body in gastrointestinal tract] . Put tampon in butt [incorrect route of product administration] . Unable to remove tampon even with pulling on string [complication of device removal]. Put tampon in butt - rectum [exposure via mucosa] . Case narrative: consumer reported via phone that they put a tampon in their butt and they're unable to remove it. No serious injury was reported.